Manufacturer narrative:
It was reported that during surgery the alignment and distal resection guides could not be separated. Conversion to an off-the-shelf knee implant system occurred. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that during surgery the alignment and distal resection guides could not be separated. Conversion to an off-the-shelf knee implant system occurred.

Manufacturer narrative:
It was reported that during surgery the alignment and distal resection guides could not be separated. Conversion to an off-the-shelf knee implant system occurred. Review of the device history record indicates that the device was manufactured to specification. Device evaluation: the alignment and distal resection guides were return to conformis for evaluation. Cad models and stl manufacturing files were reviewed and were designed appropriately. The return guides were reviewed by engineering and r&d. No interference was notated between alignment and distal resection components. The parts had an acceptable fit per acceptance criteria. A review of the current inspection methods fit and hole prep procedures was observed/reviewed. There were no anomalies identified. All the gages used in process for inspection were found to be adequate and calibrated appropriately.